Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be "does not allow for urine drainage", a potential root cause for this failure could be "vent blocked creating vacuum in bag poor interfaces with connections occlusions". The lot number is unknown therefore the device history record could not be reviewed. The product code for this urine collection product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the urine collection product labeling is found to be adequate based on past reviews h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the leg bag was backing up and not allowing urine to pass into the bag and drain properly. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leg bag was backing up and not allowing urine to pass into the bag and drain properly. No medical intervention was reported.